Event description:
Upon implanting and tying the suture for an arthrex suture anchor, biocomposite suture tak #ar-1934bcf-2, lot 10257797, the surgeon stated that both suture wires broke. The surgeon removed the broken sutures, but the anchor remained. The surgeon attempted to implant a second suture anchor with the same lot number, and both suture wires broke. Those suture wires were removed as well, but the second anchor remained. Both anchor the arthrex representative was present and collected the device information to report the defects to the manufacture. FDA safety report ID# (B)(4).